Event description:
Hospital reported at the beginning of a procedure an extravasation of 100 cc occurred into the patient's left forearm. Cold and hot compresses were applied. The patient was sent to the ER and later sent for surgery. The extent of the surgery is unknown. Last information received is the patient is doing fine.

Manufacturer narrative:
Medrad service represenatative checked injector with no problems found with the unit.